Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device had a defective spo2 board. The issue was resolved by replacing the nell1sr board. The front case and coin cell battery were replaced. It was reported that the device presented an error code of 010. The sensor was swapped, but the issue persisted. The sensor worked on other devices. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device presented an error code of 010. The sensor was swapped, but the issue persisted. The sensor worked on other devices, so the issue was isolated to the reported device. There was no patient involvement. Medtronic's initial evaluation of the incident device found that a worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit.